Manufacturer narrative:
Conclusion: based on the received information, the patient was re-implanted due to pain at the implant site, which started approximately 10 years after implantation. The observed symptoms are likely related to the shifted position of the reference electrode as mentioned on the explantation report form. As during initial implantation surgery only an incomplete insertion was achieved, the patient has been re-implanted with a device with a shorter electrode type. Device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. The observed damages were caused very likely during the removal surgery. This is a final report.

Event description:
The patient reportedly suffered from pain with the device in and around the implant area 2 years prior to re-implantation. The patient wasn't seen again until 1.5 years later when she reported back to the clinic that she could no longer wear the external audio processor due to the pain. Channels 9-12 were left extra-cochlear at the time of implantation in 2005. Despite the extra-cochlear channels the patient was reportedly a good user until the pain appeared and she stopped wearing the external device. No medical issues or changes in health were reported. During explantation surgery it was observed that the reference electrode was out of place. The patient was re-implanted on (B)(6) 2015 and is doing well with the device.

Manufacturer narrative:
The device has been explanted and has been returned to the manufacturer where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Concerned device was received at the manufacturer. According to the device explantation report, the patient had suffered from pain with concerned cochlear implant. During explantation surgery it was seen that ground electrode was out of place.